Manufacturer narrative:
Concomitant medical products: product ID 978b128 lot# (B)(4) serial# implanted: product type lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 17-aug-2022, UDI#: (B)(4) outcomes attributed to adverse event: mini-strokes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported they thought they'd been having trouble a couple months ago and "I guess it kind of fixed itself," because they'd tried different therapy settings and nothing was really working for them so they gave up and turned it off for a little while, but the patient reported they've had 3 mini-strokes and that they would fall a lot due to their having a lot of health problems and that they would pass out a lot and they thought they fell directly on their rear. The patient stated they were pretty sure they'd either had a seizure or that they'd fallen and the ins site had been hurting since. The patient stated their hospice nurse told them they saw "small maybe bruises" at the ins site and they could feel pain/sensitivity if they touched around the site. The patient stated they didn't know if the wire or the implant had moved. The patient also mentioned something about having to have "little purple rings inserted into" their "rear end" but then the patient received a call from a physician and disconnected the call. Patient services (ps) could not further clarify the falls or the comment about the "little purple rings." The patient confirmed the fall on their rear end had occurred after they started having trouble; however, ps could not further clarify if their previously passing out and falling events had impacted the device/therapy in anyway. The patient did state that they'd called their implanting physician when they started having issues but when ps suggested the patient to follow up with them, the patient stated the healthcare provider (hcp) told them they should see someone who worked with the interstim therapy. Ps tried to clarify if the hcp had meant they wanted a manufacturer representative (rep) present at their appointment or if the patient wanted physician listings sent to them; however, the call was disconnected so as the patient never confirmed that implanting physician was their managing hcp. Ps made this comment in the notes. Please understand the patient was confusing to speak with and ps did their best to document the call prior to the patient ending it. The patient's relevant medical history included the patient had 2 hospital beds because they were in hospice care and they reported they had a lot of health problems. On 2022-oct-26, the patient called back to further clarify their previously reported information. The patient confirmed their implanting hcp on record had been their managing hcp but the hcp was telling them they needed to meet with a manufacturer representative (rep). Ps reviewed the role of a rep with the patient and reviewed the hcp could arrange for a rep to be present at their appointment to check the patient's implanted system. The patient also wanted physician listings to be sent to them because they might also try to locate another hcp. Ps tried to further clarify the patient mentioning their falls, specifically tried to ask for the date when they fell on the ins but the patient simply stated that they would fall all the time and pass out so they could not specify the dates for the falls. The patient was going to follow up with a hcp to check the implanted system. They mentioned again they wanted to do a scan such as an x-ray or fluoroscopy to check if a lead was out of place. The patient also discussed MRI mode and CT scans with ps and the patient was directed to have their physicians call for compatibility if they needed more information about various testing with the system. The patient also mentioned medical history, that originally the interstim device was for bladder but that they'd had gastroparesis and has had numerous stomach surgeries and they "botched" one of the laparoscopic procedures and punctured their intestines. The patient stated they had to open them wide up on the table and take out their intestines to cut out the punctured areas and then put everything back in and sewed them back up. The patient stated their implanting hcp had told them that the therapy could also now help with their bowels as well. The patient stated they were "falling apart" and that they were given 6-8 months to live and had medical ptsd and didn't like repeating everything to everyone. Ps is documenting this information in case they call back so they don't have to repeat what they previously reported. If the patient calls ps back in the future and asks for me, I can take the call if I am available. Otherwise, this case is has been documented to the best of my ability. I also wanted to note that the patient stated their phone number on record is outdated. Ps also sent an email to device registration to update the patient's phonenumber.